Manufacturer narrative:
B5: on (B)(6) 2021; the lens was exchanged for a longer lenth lens due to low vault. The problem was resolved. It is reported, "patient is happy." Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -15.0/+1.5/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault was reported. Reportedly, the lens remains implanted.